Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# n262599001, implanted: (B)(6) 2010, product type catheter. Product ID 8578, lot# hg0wvz904, implanted: (B)(6) 2017, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative reported that the patient had catheter vision surgery today. The healthcare provider (hcp) opened the pump pocket and attempted to aspirate but was unsuccessful. They cut down to where the catheter was anchored and found the catheter to be torn. The hcp elected to explant the entire previous catheter and replace it with new 8780. Before closing, they were able to aspirate 1 ml of cerebrospinal fluid through the catheter access port chamber.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot# n262599001, implanted: (B)(6) 2010, product type: catheter. Product ID: 8578, lot# hg0wvz904, implanted: (B)(6) 2017, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Product ID: 8578, serial/lot #: (B)(6), ubd: 02-mar-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that a study performed due to spasticity symptoms returning. The hcp aspirated 2.5cc¿s from catheter access port (cap) chamber. Clear fluid was left in tubing after aspirating 2.5cc¿s from cap chamber. Hcp injected dye into tubing and into cap chamber. Hcp observed dye flowing at what appeared to be 12/1 interspace, not where the catheter tip appeared to be located. It was unknown if the issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown. The company representative (rep) would be following up with hcp regarding any revision surgeries being scheduled.

Manufacturer narrative:
H6 codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) via a company representative (rep) stated that the catheter revision was scheduled for next week.